Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an implant of a brand new system on the day of the report and intraoperative impedances were all in the normal range. Post-operatively when the impedances were measured at 0.7 volts, all pairs with 8-15 were greater than 10,000 ohms. All the other pairs were in the normal range, ranging from 1878 ohms - 2787 ohms. The patient was not feeling stimulation on the right lead, but was feeling stimulation on the left lead. They did have a hard time steering the right lead into place, but otherwise, nothing remarkable occurred during the procedure. The surgeon did use saline and bacitracin in the implantable neurostimulator pocket, but otherwise, the leads didn¿t have any exposure to conductive fluids. When measured at 3 volts, all pairs 10-15 were greater than 40,0000 ohms and the others were ranging from 1351 ohms ¿ 1832 ohms. The surgeon decided to go back into the operating room, and the surgeon opened the device pocket and inspected the device and leads. Upon inspection, the surgeon noticed that the 8-15 lead wasn¿t seated in the port all the way. The surgeon loosened the set screw and reinserted and tightened the set screw. Impedance levels were tested again and they were all within normal limits. The surgeon reinserted the device and the leads and all electrodes were within normal limits again. No lead revision was needed, and full programming capabilities were achieved.

Manufacturer narrative:
(B)(4) does not apply.